Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality assurance investigation details, the reported condition of the device sparking during usage could not be duplicated. The repair team performed some service and maintenance on the device before it was returned to the customer.

Event description:
It was reported that the cast cutter was sparking. There was no pt involvement. There were no adverse consequences as a result of this event.